Event description:
A malfunction on the pump was reported by the caller, but no notable events were noted prior to the issue. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, with instructions to continue using it and to call back if the malfunction code recurred, which it did not.